Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to the manufacturer and the evaluation is currently underway. A supplemental report will be submitted upon completion of the monitor evaluation. Device evaluation included review of downloaded software flag files on the day of the alleged treatment, prior to the sd card fault. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event. The patient's nurse reported that the patient was conscious and walking at the time of the event. The patient's monitor had an sd card fault and the information surrounding the event was unable to be downloaded. The treatment event cannot be confirmed. Reporting this event out of an abundance of caution as the patient's nurse reported the treatment. There was no death or serious injury associated with the alleged defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event. The patient's nurse reported that the patient was conscious and walking at the time of the event. The patient's monitor had an sd card fault and the information surrounding the event was unable to be downloaded. The treatment event cannot be confirmed. Reporting this event out of an abundance of caution as the patient's nurse reported the treatment. There was no death or serious injury associated with the alleged defibrillation event.

Manufacturer narrative:
Follow-up report #1: additional information - 06/29/2018. Device evaluation of monitor sn 07014770 was completed. Upon investigation the monitor's ECG acquisition and pulse delivery circuitry was fully functional. The data downloaded from the monitor was unable to confirm that the patient was treated by the lifevest. There is no indication of a monitor malfunction causing or contributing to the reported treatment event. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to the manufacturer and the evaluation is currenly underway. A supplemental report will be submitted upon completion of the monitor evaluation. Device evaluation included review of downloaded software flag files on the day of the alleged treatment, prior to the sd card fault. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment.